Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, dryness, mucosal discharge, weight on chest. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h6 investigated findings was missed to capture in previous follow up report (MDR 2518422-2022-70608-2), now it is corrected and updated in this report.

Manufacturer narrative:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a patient to develop difficulty breathing/short of breath, dryness, mucosal discharge, weight on chest. There is no report of the medical intervention that the patient has received at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the internal and external part of the device and found modem side flap missing, signs of water ingress in power input, white deposits in filter inlet, unknown debris on the inside of the bottom of the device, unknown debris consistent with white dust on the blower, unknown residue consistent with watermarks on inside of the bottom of blower box. The device's error logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer verified for airflow, power supply and power cord. There are no visible damages or functionality failures of the device, which still suggests that the source of contamination was external to the device the manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was not observed in this device.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.